Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus skipped a section in the center of the overlay. It was also noted that the stylus was missing, the system fan was noisy and there was a "data error reading drive d" error, as a result the hard drive was replaced. Product ID: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer screen does not respond to the pen (stylus) taps. Multiple pens were tried to resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.